Manufacturer narrative:
Analysis confirmed the customer's comment as the encoder switch assembly is out of specification mechanically and electrically. However it was noted that the hanger assembly and lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob of external pulse generator (epg) was broken resulting in the device not being functional as the user was unable to turn through all of the options. It was further reported that the bottom knob was not scrolling and when in rapid atrial pacing mode, it would not adjust the rate and stayed at 250 to 260 when the knob was turned. The device was returned for service. There was no patient involvement.